Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a patient was undergoing infusion of merrem with a cadd pump. During administration of the third dose, the pump did not deliver the medication due to accumulation of air in the line. There was patient involvement with no harm reported.

Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. As no lot number was provided, a review of device history records could not be conducted. If the product is returned, the manufacturer will reopen this complaint for further investigation.